Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020. Customer¿s blood glucose level was 260 mg/dl at the time of incidence. Customer another blood glucose level was 100 mg/dl. Customer was treated with insulin pump for high blood glucose level. Customer reported that they had positive results in ketones test nausea and vomiting could not go to toilet properly had an infect of her bladder. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was inactive at the time of incidence. Customer did not allege pump was under delivering. Customer was assisted with troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.